Event description:
Hcp reported the pt had not gained adequate pain relief despite progressive increases in their pain medication. The physician had attempted to perform a catheter dye study in 2004. The doctor was unable to aspirate anything from the side port but was able to push fluid in. The pt then showed signs of overdose including ligtheadedness, weakness in legs, and lowered blood pressure. The pt reported as alert and oriented throughout this period and did not require intubation or oxygen. The pt was given narcan and hospitalized overnight for observation. The pt had a refill 3 days later and was reported to have pain relief better than they ever have.